Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A review of the system logs showed the cfet permanent failure status to be tripped. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the handle failed to charge. The handle was replaced. No patient involvement. Medtronic's initial evaluation of the incident is that the handle was removed from the charger but did not initialize. The battery data was taken from the handle and the cfet (charge field-effect transistor) permanent failure was tripped.